Event description:
Account reports that the temperature port plugs are popping open during patient use. None of the events resulted in any patient injury or required medical intervention as a result of the reported condition. No specific information is available about each incident, event dates, total number of events, and number of affected samples.